Event description:
Intl customer reports an unspecified wound healing problem after phimosis surgery. Additional info requested.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.